Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.